Event description:
The patient had a pca epidural after surgery and woke up with pain out of control. After checking dermatome levels, it was discovered she was not numb at all from the epidural (change from earlier checks). Further inspection of the line revealed leakage where the tubing transitioned into a hub. The hub then connected to the filter. The tubing on the epidural was changed out.